Event description:
This lead became dislodged and while attempting to reposition the lead the physician was unable to retract the helix. Upon explanting the lead, a small chunk of tissue was found within the partially retracted helix. The physician chose to replace it with a competitive lead.